Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer changed the infusion set and cartridge to address high bgs. In addition, it was reported that pump's alert sound was not annunciating. Reportedly, the customer continued using the pump for insulin therapy.